Manufacturer narrative:
One decontaminated device was received. Per device testing, leakage was observed at the base near the luer fitting. The device was examined with magnification and a crack was evident along the luer portion. Although damage was observed, it's unclear how it occurred. The syringe used with the provided hypodermic needle was not returned. Without this product information the observed defect cannot be replicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly.

Event description:
It was reported that "it has twisted needle onto pre-filled vaccine syringe", when pushing out air bubbles and priming needle, the liquid would not flow through needle and only pooled out around attachment site (hub). There was no patient involved in the incident as it occurred before giving the injection, upon attaching the needle to the pre-filled immunization syringe.